Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
Analysis of production records completed. No device problem found.